Event description:
It was reported that the patient got into a car accident on (B)(6) 2014 and her pump detached from the pocket tissue. The tethers had detached from the tissue due to the patient's genetic collagen disease. This had been an ongoing issue for the patient. See manufacturer report # 3004209178-2010-05669 for the detachment issue with the first pump, manufacturer report # 3004209178-2011-09186 for the detachment issue with the second pump, and manufacturer report # 3004209178-2014-17475 for the detachment issue with the third pump. The health care provider re-attached the pump in (B)(6) 2014. For the past 5 to 6 weeks (around the time the pump was re-attached in the pocket), the patient had bad therapy. The pump had stopped controlling her pain. Following the surgery, the patient had oral medication to hold her over, but the patient was now off that medication. The patient was having a bad flare up for the past 5 to 6 weeks and was having difficulty walking. It was noted that the patient had tendonitis in her feet and a gastrointestinal problem as well. The drug in the pump was morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
The scope of the event was updated. (B)(4).

Event description:
It was reported that the patient got into a car accident on (B)(6) 2014 and her pump detached from the pocket tissue. The tethers had detached from the tissue due to the patient's genetic collagen disease. This had been an ongoing issue for the patient. See manufacturer report # 3004209178-2010-05669 for the detachment issue with the first pump, manufacturer report # 3004209178-2011-09186 for the detachment issue with the second pump, and manufacturer report # 3004209178-2014-17475 for the detachment issue with the third pump. The health care provider re-attached the pump in (B)(6) 2014. The drug in the pump was morphine.